Manufacturer narrative:
A4) patient weight - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing multiple spectranetics devices (glidelight laser sheath, visisheath dilator sheath, and 13f tightrail rotating dilator sheath), all three leads were removed. There were no hemodynamic changes or effusion detected via transesophageal echocardiogram (tee). After the procedure, the patient was transferred to the ICU for observation; however, about an hour later, the patient¿s blood pressure dropped. Rescue efforts began, including pericardiocentesis and sternotomy. An svc and rv perforation were discovered and repaired, and the patient survived the procedure. This report captures the 13f tightrail, the last device in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.